Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to procedure, it was discovered that the right ventricular lead exhibited high impedance and high capture thresholds. It was noted that during the change out procedure the impedance and the capture were still high. Programming changes were performed on the lead. The patient was in recovering condition.